Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the spec range. No failed battery test alarm or back light anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or prime/fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump escape button was not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had unexplained no delivery alarms, insulin squirts when priming and backlight was not working well. Customer did not want to troubleshooting. The insulin pump will not be returned for analysis.